Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This alarm occurred during dwell of peritoneal dialysis therapy. The patient was connected. During troubleshooting, it was reported that there was a loose connection between the patient line of the amia pd cycler set and the transfer set. It was further reported that the patient line snapped loose and disconnected from the transfer set. The patient capped the transfer set and closed the patient line clamp. There was no allegation against the transfer set. Renal therapy services (rts) advised to end the therapy session and reviewed proper procedures per the user manual. Rts advised to contact their peritoneal dialysis registered nurse regarding the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.